Event description:
It was reported that the patient underwent and implantable pulse generator (ipg) replacement due to difficulty in charging. The patient was doing well post operatively and the explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.